Event description:
Customer called stating that meter was reporting high results. An evaluation of the system was conducted over the phone which determined that the meter was reporting results out of range. Customer asked not to use strips or control solution. Replacement products will be sent.